Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited back-up vvi operation. Normal device function resumed after connecting to the programmer. No patient symptoms were reported.